Event description:
An idrivec was loaded with a cs29 device and closed on tissue. The idrivec failed to respond and open the cs29. The cs29 was then resected and new anastomosis was created.

Manufacturer narrative:
When tested in the lab with a test cs29 the device performed as expected. The root cause for the event could not be determined. Summary: reported condition: cs29 attached and calibrated the device, placed and attached to the anvil then closed to the 5mm stop position. The open and close buttons were then inoperative. Installed new battery and the indicator lights displayed steady red. Eval summary: device performed during inspection and test at pmi. Root cause: the cause of the inoperative buttons is unk, the failure could not be duplicated.